Manufacturer narrative:
(B)(4).

Event description:
A loss of therapeutic effect was reported. The patient indicated for the first year and a half the device system controlled his pain, but then stopped working. A migration of the pump was noted in which it used to be located over his pelvic bone, however was now located down by his belly button / around his waste line, and turned sideways. Pain was noted at the location of the pump. The patient indicated he was not able to bend down to tie his shoes. The patient had been in the ICU 4 times in the last two years. A feeling of "bunnies running around in his stomach" was reported, and that he had to take zanex which then led to vomiting blood, being unable to eat, and "foamed at the throat". The patient noted he had ended up in the hospital for 4-6 days, until he was strong enough to stand and not feel light headed. Patient's status was "fair". A fluoroscopy procedure was done, however, a dye was not used. Upon refills, there had not been any volume discrepancies. Changing the flow rate was attempted, however, the hcp didn't feel he could have increased it any higher safely. The type of medication, concentration, and daily dose being administered via the pump was not reported.